Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site:3003442380.

Event description:
It was reported that the patient facing 2 adhesive issues where adhesive tape did not stick and patient exceeds with high blood glucose levels and on treatment with multiple daily injections on (B)(6) 2026.